Event description:
Counsel letter alleges customer just got back from provider repair when the motor seized up and he was injured.

Manufacturer narrative:
Updated the serial number and date of manufacture of the device. The provider evaluated the device and the device is working properly.

Manufacturer narrative:
The device and serial number has not been made available for evaluation. Should it become available as follow-up report will be generated.

Event description:
Counsel letter alleges customer just got unit back from provider repair when the motor seized up and he was injured.